Event description:
The user facility reported that the purge disk was not recognized by the automated impella controller (aic). While cleaning, the nurse noticed that the blue purge disk holder on the aic had broken off. Before the aic could be replaced, the pump stopped. The pump was ultimately, successfully explanted, and the patient outcome as a result of the event was noted as stable.

Manufacturer narrative:
The automated impella controller was not received from the customer at the time of this MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Note: this is one of two related events involving the automated impella controller and impella cp pump.

Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was not returned for evaluation. The logs were reviewed which confirmed the inability to detect the purge disc. The root cause for purge pressure alarms was a broken purge retainer based off the clinical staff reporting and logs. Corrections to the initial MFR report: